Event description:
On (B)(6) 2011, patient reported being hospitalized for a stroke in (B)(6) 2011 while using her infusion device and experiencing elevated blood glucose levels. Patient stated her blood glucose level was in the 380's mg/dl on the day she had her stroke and her cholesterol level was in the 300's also. Patient's target blood glucose level is 100-180 mg/dl. Patient reported her doctor was not sure if the stroke was related to her diabetes. Patient stated she was taken to the hospital and remained on the infusion device for the 5 days she was in the hospital. Patient reported she was not able to treat her elevated blood glucose level for the 1st day, so the hospital staff used the infusion device to correct her blood glucose level. Patient stated she was able to operate the infusion device herself starting with the 2nd day she was in the hospital. Patient's infusion device had been replaced but the patient had not returned it yet. Offered to assist setting up her infusion device but she prefers face-to-face assistance. Submitted request for assistance. Patient reported there were no error messages displayed on the infusion device at the time of the incident. Patient had experienced high stress level. Patient stated she experienced hyperglycemia off and on leading up to the incident; no specific timeframe was provided. Patient stated she worked a 12 hour shift 2 days prior to her stroke and forgot to bring her infusion device to work with her. Had patient disconnect the infusion set tubing and deliver a bolus of 2.0 units of insulin; patient did not see insulin drip from the end of the infusion set tubing. Patient reported 2 days before her stroke; she switched the type of insulin she uses. Patient stated she may not have programmed enough insulin to cover a meal that day because she ate more than usual. Replacement infusion device was already sent; requested return of the alleged infusion device.